Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from between the bd phaseal¿ protector p14j and vial.

Event description:
It was reported that medication leaked from between the bd phaseal¿ protector p14j and vial.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: through visual inspection of the sample, no defects were observed, the protector properly fit the vial, and no signs of leakage were found. Root cause description: based on the investigation results, a cause for the reported incident could not be determined. Rationale: it is recommended that the m12 assembly fixture is used to ease the proper connection of the protector product. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.